Event description:
It was reported that the treatment started on (B)(6), with renasys touch, foam kit and a 300ml canister, working properly. On august 10, they changed to 800ml canisters, as the wound was very exudative. Since that date, the equipment has been displaying a full canister alarm very often. The canister were not full and even after being changed for new ones the alarm continued. On (B)(6), they switched to a 300ml canister and so far the machine stopped displaying the alarm. The hospital discarded about 6 800ml canisters.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. We could not establish a relationship between the reported event and the device, or determine a root cause on this occasion. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. Probable causes include: kinks, leaks and blockages, the instruction for use offer further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.